Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure accuracy failure occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer informed the biomed and the unit was removed from service. A philips authorized service provider (asp) went onsite and replaced the solenoids to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure accuracy failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure accuracy failure occurred. The customer informed the biomed and the unit was removed from service. The investigation is ongoing.